Event description:
The doctor reported via phone call that the customer had been hospitalized due to high blood glucose levels. The customer's blood glucose was in the 400 mg/dl range. The customer's most recent blood glucose was 297 mg/dl. The customer did not exhibit any symptoms of high blood glucose. The doctor stated that the customer had stated that he treated with manual boluses, but the blood glucose did not come down. Upon troubleshooting, the doctor was able to rewind and prime the tubing, stating that insulin did successfully exit. The doctor stated that he would inform the customer that the device was working as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.